Event description:
It was reported that the icon lights on the transmitter were not illuminated and a burning smell was noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.